Manufacturer narrative:
Patient identifier: (B)(6). All available patient information is included. Additional patient details are not available. Device evaluation: the evaluation of the customers issue included a review of tickets determined that there is normal complaint activity for lot 56991uq02. Trending review determined no trend for falsely elevated results ln 03l80-22. Return testing was not completed as returns were not available. Qc results were within range during the time of this occurrence. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on all available information, no product deficiency was identified.

Event description:
The customer reported false elevated architect co2 assay results for three patients. The customer provided: (B)(6) initial = >50 mmol/l, repeat = 27 mmol/l; (B)(6) initial = >50 mmol/l, repeat = 24 mmol/l; (B)(6) initial = >50 mmol/l, repeat 20.3, 20.4 mmol/l (range: 23.0 to 31 mmol/l). Here was no impact to patient management reported.